Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. PMA / 510(k) #: there is no 510(k) for this device as it is not sold in the us.

Event description:
It was reported that the 18 g x 1.5 in. Bd precisionglide¿ needle had foreign matter inside. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: during the batch production there were no records of occurrences related to this defect observed, however after the analysis of the sample it is possible to confirm foreign matter ¿ excess resin. The potential cause for the problem may be related to an assembly machine stop, where the needle remained standing below the resin applicator nozzle. With this stop an excess of resin may accumulated in the nozzle being transferred to the needle, later that excess was transferred to the needle. By the sample provided by the customer, it is possible to identify foreign matter ¿ excess resin. The potential causes for the problem is a related fail at the assembly machine. Based on sample/photo, the investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: (confirmed): bd was able to duplicate or confirm the failure mode indicated by the customer. During the batch production there were no records of occurrences related to this defect observed, however after the analysis of the sample it is possible to confirm foreign matter ¿ excess resin. The potential cause for the problem may be related to an assembly machine stop, where the needle remained standing below the resin applicator nozzle. With this stop an excess of resin may accumulated in the nozzle being transferred to the needle, later that excess was transferred to the needle. By the sample provided by the customer, it is possible to identify foreign matter ¿ excess resin. The potential causes for the problem are related a fail at assembly machine. The defect identified from this complaint will be monitored for trend evaluation. Root cause description: during the batch production there were no records of occurrences are related to this defect are observed, however after the analysis of the sample it is possible confirm foreign matter ¿ excess resin. The potential cause for the problem may be related to an assembly machine stop, where the needle remained standing below the resin applicator nozzle. With this stop an excess of resin may accumulated in the nozzle being transferred to the needle, later that excess was transferred to the needle. Rationale: based on the severity, occurrence and quality data analysis for this product family, a CAPA is not necessary.